Event description:
On 10/07/93 an device was implanted.on 1/13/94 the tubing was shortened.on 2/17/97 the pump was removed from the patient. A new pump and tandem cuff were implanted due to recurring incontinence.